Event description:
It was reported during a stabilization procedure, the surgeon was using arthropierce straight instrument to complete the repair. While using the arthropierce to pass suture through the labrum part of the jaw of the instrument reportedly broke off and remains in the patient's labrum as the surgeon was unable to locate and remove the broken piece. The issue reportedly created a 40 minute surgical delay. A back up device was available to complete the procedure.

Manufacturer narrative:
Visual inspection of the device confirmed that the top jaw of the device was broken. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. A complaint history review over a three year period has confirmed that no additional complaints have been filed for this failure mode for this part number. These instruments are designed to pierce soft tissue and clearly states in the precautions portion of the IFU (106355) "excessive force can result in instrument failure." Date of initial manufacture was 08/29/2012 and 15 devices were assembled. Root cause cannot be determined. (B)(4).